Event description:
On (B)(6) 2013, a pt received a single level prosthesis device at c6-7. Approximately 16 months post-operative, it was noted the device had migrated. A revision surgery will be performed, date to be determined. The device has not been returned and remains in-situ. Pt's bone quality, activity level, or compliance to post operative care instructions are unk. It is unk if the pt had an impact or fall.

Manufacturer narrative:
(B)(4). Revision surgery has not occurred to date. The device has not returned, and remains in-situ. No further investigation of the device can be completed at this time. Radiographs have not been available to assess the reported event. No root cause has been determined. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure.